Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes there was a missing label or missing label information and foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: the following issues were found in tubes: defective marking x 1. Dirty tube x 1.

Manufacturer narrative:
H.6. Investigation: bd received 4 samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for defective stopper molding, damage, fm, and printing issue with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for defective stopper molding, damage, fm, and printing with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing issue the root cause of the slit in the stopper may have occurred at the molding press, where the stopper did not cure properly thereby leading to the molding defect seen. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. 100 retentions were inspected with no issues being identified. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes there was a missing label or missing label information and foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: the following issues were found in tubes: defective marking x 1. Dirty tube x 1.